Event description:
Complainant alleged that while treating a male patient with chest pain, the device displayed a "poor pad contact" message with electrodes attached to the patient. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.